Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02841 pertains to the other device.it was reported to boston scientific corporation that an solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced complications (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.